Event description:
It was reported that during use of the device of for a cardiopulmonary bypass procedure, the cooler heater unit was tripping the circuit breakers. The unit was drawing 12.8 amps. The device was not changed out, as the customer turned off the breaker for the compressor and continued to use the unit by adding ice. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the circuit breaker for the cooler heater unit's compressor kept tripping and this would result in limited ice making capacity. The user responded by turning off the "ice maker" and added ice to the large tank of the unit to lower the water bath temperature. This mitigation would provide adequate cold water supply to both the oxygenator heat exchanger and the cardioplegia heat exchanger. Ice is readily available in the operating room and thus the procedure was not delayed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per MFR's technical support, the user facility's biomedical engineer (biomed) followed up and stated that during troubleshooting, the compressor was drawing 13.71 amps and was taking a long time to make ice. Tech support provided the customer with quote on replacing the compressor in the unit. The customer will decide what they want to do and advise.